Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported that patient underwent a revision procedure approximately 4 years post-implantation due to unknown reasons. During the procedure mechanically assisted crevice corrosion was noted. Attempts have been made and no further information has been reported to date.

Manufacturer narrative:
(B)(4). Associated products: part- 00801803202 name-versys femoral head lot-61452276. The investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for the same event. Please see associated reports: 0002648920-2017-00320.

Event description:
It was reported that a patient underwent a revision procedure approximately 4 years post initial implantation due to unknown reasons. Attempts have been made and no further information has been reported to date.